Manufacturer narrative:
Additional information was received 20april2026 indicates that this event does not meet regulatory report requirements. Therefore, this report is considered non-reportable. Update to section b5. Update to section b1 - remove product problem . Update to section h6 - remove all codes.

Event description:
It was initially reported that insulin was reported to be leaking during wear and the pod reportedly was coming loose from the infusion site, causing the cannula to dislodge. Additional information was collected on 20april2026 which clarified that the pod had only leaked. The patient did not report any dislodgement of the cannula.

Event description:
It was reported the patient's blood glucose level rose above 29 mmol/l while wearing the pod between 49 and 71 hours. Insulin was reported to be leaking during wear. The pod reportedly was coming loose from the infusion site, causing the cannula to dislodge. A new pod was placed and activated.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.